Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated a partial electrical reset. Power on reset (por) critical ram parity error occurred in address 13 20 on (B)(6) 2015. Por severity is low so the device should be able to fully recover after reset.

Event description:
It was reported that the device experienced an electrical reset. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.